Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock lead impedance measurement at 142 ohms. Additional information received advised the patient will continue to be monitored at this time. No further assistance was requested at this time. The lead and the non-boston scientific device remains in service and no adverse patient effects were reported.